Event description:
Info received indicates when the brake is engaged, three of the casters continue to swivel.

Manufacturer narrative:
The tech replaced the three worn casters to repair the stretcher.